Event description:
During a partial gastrectomy procedure, the device could not release after 3rd firing. Could not release with using manual release lever. Knife almost returned back to the original position so could remove tissue. There was a hollow sound when knife returned. Not noted how the case was completed. There was no patient consequence.